Manufacturer narrative:
Results: the pet locks were intact on proximal end of the pod packing coils (podjs) pusher assemblies for the first and second podjs evaluated. The embolization coils were intact with their pusher assemblies for the first and second podjs evaluated. The pusher assemblies mid-joints were retracted proximal to the introducer sheath friction lock for first and second podjs evaluated. There was no visible damage to the lantern. Conclusion: evaluation of the returned devices revealed the pusher assemblies for the first and second podjs mid-joints were retracted proximal to the introducer sheath friction lock. This type of damage typically occurs due to improper handling during use. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the podjs mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the podjs. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock likely prevented the podjs from being advanced into the lantern during the procedure. There was no visible damage to the lantern. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01585.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached a pod6 and two pod packing coils (podjs) using a lantern delivery microcatheter (lantern). The physician was then unable to advance two podjs into the hub of the lantern; therefore, the podjs were removed. The procedure was completed using a pod4, two ruby coils, and the same lantern. There was no report of an adverse effect to the patient.